Event description:
Reporter alleged patients blood glucose measured 80 mg/dl on one professional meter compared to a reading of 20 mg/dl on another professional meter taken 10-15 minutes apart. Reporter stated patient was treated with a dextrose 50% IV solution. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.